Event description:
In 2005, upon implant of a implantable ventricular assist device (ivad), placed in the paracaporeal position, the fill light on the rvad was lot intermittently, which caused loss of empty signal. Vacuum and drive pressure increased. Loss of fill/empty continued with position changes, the pt remained stable. Upon manipulation of the the pneumatic driveline and laping of the pneumatic line by the center the signals were consistently present. In feb 2005, when the pt was transferred to a portable driver the loss of signals returned. The alarms were silenced and the empty signal plots were monitored on the computer, the pt remained stable. In april 2005, the pneumatic driveline developed an air leak at the junction were it joins the pump. The center attempted to seal the leak and splint the line to keep the line from flexing at the connection; however, the physician decided, with this event an with the prior lack of fill signal, to exchange the pump. The pump was successfully changed with no complications in april 2005.